Event description:
Non infectious endophalmitis[eye inflammation nos]. Vision decreased[visual acuity reduced]. Argus n degree: 2002094204in. A physician reported a case regarding a patient suffering from cataract. In 2001, the patient underwent the surgical implantation of a ceeon edge lens mod. 911a on their right eye. No complication occurred during surgery. Ten days after surgery, the patient complained of diminution of vision in the right eye. An inflammatory reaction was detected starting from the periphery of the capsular bag. The haptic material was involved in the inflammatory process. The diminution of vision lasted one week and a thin coating appeared over the lens. In 2002, the lens was explanted and the patient was kept aphakic. The haptic deformed on explantation. The anterior chamber was washed with balanced salt solution (bss) for bacterial culture. The test was negative. A second lens implantation will be done within two months from the first one. At the time of the report, the patient had recovered. No further information has been reported. Case comment: some causes of inflammation after iol implantation are presumed to be noninfectious. The term toxic lens syndrome was used originally to denote a sterile post-operative inflammation after iol implantation. This complication often was associated with hypopyon or vitreous reaction, but could be differentiated from infectious endophthalmitis. Since toxic lens syndrome was first described, many additional causes of this clinical entity have been documented, both infectious and noninfectious. Many of these causes are not related to the iol itself, but the clinical findings of both types may be indistinguishable. Even when a lens is involved, it is not clear whether the lens responsible is the iol or remnants of the patient's own crystalline lens.

Event description:
Follow-up 3/27/2002. The following new info has been provided through a complaint investigation report: a visual inspection showed that the lens was very contaminated. One of the loops was bent inwards. The environmental control conditions during the mfg period of the lot of lenses involved in the adverse event, were verified with respect to bio burden - and pyrogens and no deviation was found. Batch records were reviewed and showed neither deviations regarding the sterlization process nor deviations regarding the sterility test results, this included positive and negative controls. The review of complaints records revealed that no other complaints were received from these batches. Based on the above arguments, a production related cause could not be identified. Besides it was reported that the name of the haptic material was slit natural kynar 740 film; its chemical name was polyvinylideenfluoride; it was nontoxic. No further info has been provided. Follow-up 3/27/2002 the investigation performed on the batch records did not revealed any deviations. It is unlikely that a production related cause could have been responsible for the reported event.